Event description:
During notification of a field action on test strip a hospital facility reported an event concerning receiving two consecutive high readings of over 400 mg/dl on a pt when compared to a laboratory result of 100 mg/dl. No death, serious injury or mistreatment was reported with the event. Remaining test strips were requested for evaluation and the field action.